Event description:
The consumer was allegedly found deceased with her legs on the floor, and her head entrapped in the rail.

Manufacturer narrative:
Dealer had received a letter from an attorney alleging the user was found with her legs on the floor, and her head entrapped in a rail. Zone of entrapment is unk. Dealer reports the alleged bed and rails have been in use and in 3 different homes since the alleged incident. The mattress went to a home, and was soiled and torn and the dealer discarded. MDR filed based on alleged death.